Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2010, product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for spinal pain. No drug information was provided. It was reported the patient was having serious issues with drug underdose, withdrawl, and a tugging sensation in the spine where the catheter was located. The patient¿s spine was degenerating, and the drugs were not being delivered effectively. The patient believed they could tolerate their pain level, but was concerned their body was rejected the catheter.

Event description:
Additional information was received from a consumer on (B)(6) 2017. The patient first started to experience the underdose/withdrawal in (B)(6) 2016 and again about 45 days after the pump medications were changed ((B)(6)). The issue was still occurring and considered ongoing. The circumstances that led to the catheter issue and symptoms were stated as the concentration was changed and it would not stay effective after 45 days or so. The patient was also experiencing a tugging sensation at the top of their incision. The steps taken to resolve the issue was the healthcare provider (hcp) was using rfas (radio frequency ablation) and had begun to decrease the pump medications 15% each month until the patient could have it removed. The patient stated that they feel a tugging that won¿t stop. The only change was the concentration of the drugs. The hcp would have to elaborate on the details of the spinal degeneration. The drugs in the pump at the time of the event were 8.0 mg/ml dilaudid, 4.8 mg/ml bupivacaine, and clonidine at a dose of 39.01 mcg/day. The current infusion rate was at 2.004 mg/day of dilaudid, but it would be reduced on (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.